Manufacturer narrative:
Product complaint # ==> (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. This does not meet a complaint definition, the electronic complaint record will be voided.

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plastic part of t-handle is cracked. Please send replacement p1 to rex. No surgical delay.